Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit machine failed to power up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was not able to duplicate the failure. Error logs are attached. The fse cycled machine on/off 10 times, but was unable to duplicate failure. He ran machine in operating mode for 24 hours. No failures logged. The fse completed cardiosave preventive maintenance (pm) to factory specifications. The device passed all functional and safety tests according to factory specifications. The device was returned to customer and cleared for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit machine failed to power up. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.